Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 1 month post-implant it was reported that the patient¿s event history indicated elevated pump power values for approximately two weeks. On (B)(6) 2015, the patient was admitted due to acute renal insufficiency and later that evening elevated pump power values were also seen. Lab tests were performed and the patient¿s lactate dehydrogenase levels had increased to 2961 u/l and plasma free hemoglobin was above 60 g/dl. The patient was under observation, and due to an increase in the patient¿s discomfort and the suspicion of pump thrombosis, the hospital team decided to exchange the pump on (B)(6) 2015.

Manufacturer narrative:
The patient's sex was not reported to the manufacturer. The approximate age of the device is 1 year and 1 month. The device has been retained by the hospital. The patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of pump thrombus and hemolysis was confirmed based on a submitted photo from the customer. A correlation between the device and the reported acute renal insufficiency could not be determined through this evaluation. The instructions for use lists renal failure as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The customer submitted a photo of the thrombus reportedly seen in the pump at explant. The photo appeared to show two non-laminated adjacent thrombi in one of the rotor vanes. The structure of the thrombi suggests that they did not originate on the rotor and developed in another location; however, the origins of the thrombi could not be conclusively determined. One of the thrombi appeared to be entirely denatured, indicating that it was present while the pump was operating. Although a specific cause for the thrombi could not be determined through this evaluation, they appeared to be obstructing a large portion of the blood flow path through the rotor vane and could have contributed to the reported hemolysis. The thrombi could have also created additional resistance on the spinning rotor, contributing to the reported power elevations confirmed through the submitted system controller log file. Specific details regarding the texture, adherence, and other potential areas of denaturation of the thrombi could not be conclusively determined via photograph. Because the pump was not returned for evaluation, it could not be determined if any other depositions or thrombus formations were present in the pump. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that pump thrombosis was confirmed by the hospital. After the pump exchange, the hospital team disassembled the pump and a thrombus at the rotor was found.